Manufacturer narrative:
The device was evaluated in edwards lifesciences product evaluation laboratory and revealed that the catheter was rec'd in two sections, broken off at approximately the 47.5 cm. Area. The catheter body was jagged at this region. There appeared to be no missing pieces, as the two sections matched up. The catheter body was stretched as the thermistor leadwire was rippled near the thermistor bead, inside the catheter body. There was no visible damage to the thermalfilament, balloon latex or rest of the catheter body.

Event description:
Followup with the quality clinical resource coord. (Reporter) indicated that under fluoroscopy guidance the distal portion of the swan-ganz catheter was removed using an intervention device. That patient was stable and was later discharged.